Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to left lead migration and pain at the anchor site. Lead migration was confirmed via fluoro imaging. As a result, the patient underwent surgical intervention on (B)(6) 2025 wherein the lead and anchor were replaced. Therapy was restored post op.